Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Customer tried to load a cartridge but was unable to clear alarm. There was no impact to the customer's blood glucose levels. During troubleshooting with tandem technical support, customer was advised to let the pump re-stabilize pressure in order to resume insulin delivery. Customer acknowledged.